Event description:
It was reported to hill-rom that the rite hite bed was smoking. The patient was moved to a different bed, and the bed was removed from the building. An engineering investigation confirmed that the electrical connector on the electrical box heated up. The high heat spread to other components in the electrical box, melting and charring them. The high heat was contained within the electrical box and did not spread to other areas of the bed.

Manufacturer narrative:
An engineering investigation confirmed that the electrical connector on the electrical box heated up. The high heat spread to other components in the electrical box, melting and charring them. The high heat was contained within the electrical box and did not spread to other areas of the bed. This is a known issue in which hill-rom has been unable to replicate a failure mode that results in the connection exhibiting overheating or melting symptoms. A health hazard assessment was conducted regarding this issue (when the issues first occurred). It was determined that based on the number of occurrences and the amount of products in distribution, the failure mode will manifest itself occasionally. The likelihood of an injury resulting from an overheating connector was determined to be improbable. Based on this most recent event, hill-rom will conduct another health hazard assessment to assure that the likelihood of an injury resulting from an overheating connector still remains improbable.